Event description:
In 2004, axya sales rep e mailed axya medical about a failure of the weld joint of a 5mm ancho9r'driver; cat#1227 lot# 202512. This happened during surgery, while the anchor was be3ing inserted into the patient's shoulder. The anchor was successfully removed and the surgeon completed the shoulder repaqir using another anchor. The device caused no harm or injury to the patient.